Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise, and loss of bcva. Lens remains implanted. The cause of the event was reported as unknown and "myopic astigmatism surprise". Problem is not resolved.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot. Manufacturer narrative: loss of bscva is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that the lens was explanted, with a planned lens replacement. Claim#: (B)(4).